Manufacturer narrative:
The reporter only provided month and year for patient's date of birth. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted. This is the 1st report for 3 reported implants used on the same patient: please reference 3011649314-2018-00119 (B)(6) for the 2nd implant. Please reference 3011649314-2018-00120 (B)(6) for the 3rd implant.

Event description:
It was reported that an inclusive mini implant failed to osseointegrate and was removed due to pain and infection. The implant site was infected and swelling. The implant was extracted after it was placed for about 2 weeks. The pain disappeared after the removal of the implant. The implant site has type 2 bone quality. The implant was not placed in previously grafted site. The patient has no relevant pre-existing condition. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failed to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." No abnormality with the implant was confirmed, this event will be tracked and trended.